Event description:
Lead glasses lens cracked during a case. Nike lead glasses ordered from bloxr (only about 3 weeks old) and the lens cracked while wearing them. These glasses will be sent back to bloxr.